Manufacturer narrative:
All information was investigated, and the returned device analysis confirmed the reported gripper actuation issue of both the grippers and gripper line break. The difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported gripper actuation issue of both the grippers appears to be related to the gripper line break, a cause for how the gripper lines broke and difficult to remove from the anatomy resulting in tissue injury/damage could not be determined. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, thin leaflets, and a suboptimal transseptal puncture. A mitraclip xtw was inserted, and grasping was performed. However, it was observed that the grippers were not functioning as intended, and during adjustment of the clip, the gripper lost control, interaction with anatomy occurred, and damage to a leaflet was suspected. It was noted that the gripper line had broken. The clip was removed from the patient. While outside the patient, the gripper line was confirmed to be broken. A mitraclip xt was inserted without issues and successfully deployed on both leaflets, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, thin leaflets, and a suboptimal transseptal puncture. A mitraclip xtw was inserted, and grasping was performed. However, it was observed that the grippers were not functioning as intended, and during adjustment of the clip, the gripper lost control, interaction with anatomy occurred, and damage to a leaflet was suspected. It was noted that the gripper line had broken. The clip was removed from the patient. While outside the patient, the gripper line was confirmed to be broken. A mitraclip xt was inserted without issues and successfully deployed on both leaflets, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.